Event description:
It was reported that prior to a procedure, the tyvek was found ripped. The device was not used.

Manufacturer narrative:
(B)(4). One carton with sealed package was received. The carton has minor crush damage. Tyvek lid was visually examined and tyvek delamination was confirmed. Tyvek ripped and stuck to the blister when package was opened due to tyvek delamination (separation of tyvek layers.) Tyvek delamination causes the package to be difficult to open and remove the device from the package. The package blister was fine with no defects and there was evidence of seal transfer from the tyvek to the blister flange on the entire circumference of the blister. Package sterile integrity was not affected. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.